Manufacturer narrative:
Initial reporter state: address information was not able to be obtained. (B)(6) was used as a place holder based off of user facility location. Investigation summary: one sample was received, it has the plunger rod-rubber stopper, tip cap and barrel label; it has no packaging flow wrap. It has 8.5ml of solution. Visual inspection was performed. After removing the tip cap, the brown foreign matter was observed. Inspection was performed under the microscope. It is embedded and is in the luer tip, it appears to be burnt plastic. Possible root cause is with the molding process. At this time, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: molding process.

Event description:
It was reported that there was brown discoloration under the cap of the luer lok with a 10 ml bd posiflush¿ normal saline syringe. The following information was provided by the initial reporter: it was reported that there was a brown discoloration under the cap of the luer lok that looked like burnt plastic.